Manufacturer narrative:
The reported complaint of the icy catheter (lot # 141208) leak was confirmed during the functional testing. A bonding leak was noticed at the distal end of the medial balloon. The probable root cause for the reported complaint could be due to a latent defect at the bond. Upon visual inspection, no physical damage was observed. Noticed dried blood residue on the balloons. During functional testing, all infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device. Upon pressurizing the catheter, a bond leak was observed at the distal end of the medial balloon. It is unlikely that the defective catheter was shipped. During the manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for an icy catheter with lot number 141208. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals. In agreement with a customer, there was no patient's effect attributed to zoll catheter.

Event description:
After 36 hours of the ivtm therapy and during the cooling phase, the user noted the second saline 500ml bag become empty. There were no signs of the fluid spill on the floor, leak from the suk, on the patient bed, or under the console. The catheter leak was suspected. The user confirmed receiving the air trap alarm and ¾ of the air trap was filled by the saline fluid, verifying the saline bag becomes empty. There was no console malfunction reported. The user was advised to replace the catheter over the guidewire to continue the therapy. The catheter was not replaced, however, specifics of the alternative therapy were not disclosed. No consequences or impact to patient.